Manufacturer narrative:
The monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
Zoll was notified by a us distributor that a patient passed away on (B)(6) 2018 at 2:02pm. It was reported that the patient was wearing the lifevest at the time and that the patient was in the hospital on telemetry at the time. Medical staff was present at the time and attempted to resuscitate the patient. Per review of the event, the patient experienced multiple episodes of vt and was treated externally by hospital staff. The ECG recording shows that the patient was originally in a sinus rhythm from 80 to 120 bpm before first transitioning to a slow vt at 120 bpm. The vt rate increased to 170 bpm; however, the first external defibrillation was delivered after the patient was in vt for only 38 seconds, before the lifevest was able to deliver a treatment shock. The post-shock rhythm was 5 seconds of asystole transitioning to 150 bpm. A second non-lifevest external defibrillation was delivered while the patient was in the vt at 150 bpm for only 21 seconds. The post-shock rhythm was asystole for 6 seconds transitioning to vt at 170 bpm and then svt and sinus rhythms. The patient's rhythm later transitioned back into vt with a variable rate and amplitude (130 to 150 bpm). The patient was in vt for 90 seconds before a third non-lifevest external defibrillation was delivered. The variable amplitude and rate prevented the detection and treatment of the vt by the lifevest. The post-shock rhythm was svt with nsvt. The rhythm transitioning again to vt at 170 bpm and a fourth non-lifevest external defibrillation was delivered. The patient had only been in vt for 27 seconds at the time of the external defibrillation. The post-shock rhythm was svt. The patient's rhythm again transitioned to vt. The vt rate was varying around the treatment threshold of 150 bpm preventing detection and treatment of the rhythm. Per the ECG recording, the patient was in vt for 28 minutes with the rate varying at or below the treatment threshold. The vt then slowed into an idioventricular rhythm at 90 bpm before degrading to asystole with motion artifact before the device was shut down approximately an hour and 40 minutes later. While monitoring the patient, the patient experienced multiple episodes of vt. The device did not treat the vt due to the external defibrillations occurring during episodes lasting less than 40 seconds, before the lifevest could deliver any treatment shocks, and also due to slow vt or vt with variable amplitudes and rates, causing the rhythms to not satisfy the detection algorithm's rate threshold.